Event description:
It was reported that two (2) ultra set disposable disconnect y-sets would come loose after they were locked. There were no leaks noted. This was observed during use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.